Event description:
An attempts to advance a coronary stent with delivery system to the target lesion site in the pt's distal right coronary artery, through tortuous anatomy, was unsuccessful. Following successful withdrawal of th sds and stent from the pt, a dissection at the proximal right coronary artery was noted. Upon examination of the stent, it was observed that a stent strut was protruding. This was attributed to the advancement of the sds through the pt's tortuous anatomy. Subsequently, three coronary stents with delivery system were successfully advanced and deployed to the area of dissection. There were no clinical sequelae reported relative to this event.

Manufacturer narrative:
Conclusion code #68: device condition a result of user handling.